Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin deliveries had terminated; no alerts/alarms were found during this event. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) was 446 mg/dl. Customer administered a manual injection to address bg.